Event description:
It was reported that there were issues when switching between different ventilation modes. Alarms for airway pressure high are present in the log. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system would not go from volume to pressure mode when the anesthetist tried to change mode. No information about any investigations of the anesthesia system at the hospital has been received. Information received on a later stage, stated that is likely that the customer referred to issues when going from automatic gas control back to manual gas control and not from volume control to pressure mode. A complete set of device logs was received. There are several switches between both manual gas control and automatic gas control as well as between volume control and pressure-controlled modes. None of the reported difficulties when switching between automatic gas control and manual gas control can be confirmed in the logs. Several clinical alarms such as fico2: high, fisev: high, etco2: low, airway pressure: high, expiratory minute volume: low, check breathing circuit and fio2: low were generated throughout the ventilation period. We have not been able to determine why the clinical alarms, including the airway pressure alarms occurred. The true cause of the reported issues has not been determined.